Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting and cleaning components and ensuring proper cartridge attachment. After following the instructions, the customer successfully completed the load process and resumed insulin delivery.